Event description:
The patient, with a past history for end-stage fibrotic sarcoid, complicated by moderate pulmonary hypertension. Pt is oxygen dependent on 11 liters per minute by nasal cannula, and most significantly a recurrent left sided pneumothorices with broncho-pleural fistula. Patient was hospitalized for increasing respiratory distress and was intubated and placed on an enve ventilator. On the second day of admission, the patient was being turned for care and the oxygen saturation rapidly dropped from the 90 percent to 40 percent. The nurse called for assistance and a respiratory therapist and physician responded. The patient was manually bagged and then suctioned and the patient's oxygen saturations returned to 100 percent. The enve ventilator was alarming and troubleshooting was performed as follows: 1. Lines and connections checked2. Flow sensor lines checked for occlusions 3. Diaphragm checked for build-up/proper seating 4. Filter changed and there was no flow from ventilator (no ventilation)the flow sensor lines were changed and still no ventilation. Per the physician request, the patient was changed to a different ventilator. The enve ventilator was placed outside of the room for further inspection by the respiratory therapy staff. Upon close inspection, the therapists found both flow sensor lines (luer locking hubs) partly uncoupled and not patent. During the troubleshooting process these hubs were not checked for a "locked" connection. The unit was run for several hours without any problems. Respiratory therapy deemed failure due to operator error. The patient did not have any adverse effects because of failure.we have just recently had an in-depth troubleshooting in-service for every respiratory therapist at our facility.to further clarify the operator error, the therapist that troubleshooted the ventilator, when checking for occlusions and replacing the flow sensor lines, partly uncoupled the luer locking hubs. The therapist did not recheck for a locked connection after doing so.